Event description:
New information received indicated that the infection was identify with blood cultures. The infection was not related to the products or the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had endocarditis and bacteremia with vegetation noted on valves that was found out via echocardiogram. The implantable cardiac defibrillator (ICD) and leads were explanted. The patient was stable throughout.